Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu and confirmed intuitive motion. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The iesu energized, cauterized and recognized instruments on all ports. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) jaws were not opening or closing properly, and there was intermittent energy on the mcs. The customer said they changed the mcs instrument with no noticeable change to the issue. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the customer to move the mcs from universal surgical manipulator (usm) 4 to a different usm, and the issue remained. The tse asked the customer to change the green cord and instrument again. However, the customer said they would call back and ended the call. The procedure was completed as planned with no reported injury.